Manufacturer narrative:
Investigation summary the device was visually inspected, and no apparent damage was observed. There is no root cause, since no anomaly was reported and no issues/damages were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ni. Manufacturer's reference number: (B)(4).

Event description:
Two 400cc mentor memorygel breast implant prostheses were received by the mentor failure analysis lab on (B)(6) 2020 with no accompanying information, and were processed on (B)(6) 2020. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of prostheses is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the left prosthesis.